Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient's pump was alarming for no disposable, clamp tubing. The patient was instructed to stop and restart the pump, afterwards the pump was running correctly. No patient injury was reported.